Manufacturer narrative:
H3: analysis found that visually, the product was returned in a large plastic bag. The pouch was open from 3 of 4 sides and contained green electrode and size 6 emg tube (there was a stylet inside the tube) when returned. The wire harness was wrapped in a tape paper. There was no damage noted in the construction of the tube, and there were no traces of contamination found on the tube. However, the cuff was very dirty when returned (so many dark particulates present on the cuff). Additionally, the continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were, red (3.4 ohms), red with clear tube (3.5 ohms), blue (3.2 ohms), and blue with clear tube (3.4 ohms), all within specification. Functionally, a syringe was used to inject 20cc of air into the cuff. The cuff was inflated for 30 seconds and then deflated using syringe. There were no issues found when inflating/deflating the cuff. For further analysis the cuff and inflation including the pilot balloon were observed for leakage. They were submerged under the water and found no leakage coming from the cuff or the inflation. In the returned condition, there was no out of specification condition that was related to the complaint. Previously applied codes fdm b21, fdr c21, fdc d16 are no longer valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after unpacking, it was found that the cuff interface (the line connecting the cuff to the emg tube) fell off and the probe tip was missing, and lacked off accessories. There was no patient involved.